Manufacturer narrative:
Concomitant medical products: bd 20ml syringe; baxter 500mg cyclophosphamide, lot 4e012; texium (B)(4), model/lot unk, therapy date: (B)(6) 2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while a pharmacy tech was preparing the chemo therapy drug of cyclophosphamide the tube segment broke or disconnected from the drip chamber. There was no patient harm reported.